Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzers patient connector pin sockets were corroded. It was noted that the analyzer passed functional testing. The damaged analyzer will be sent for repair and a replacement analyzer will be issued to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer that was returned to service as an associate device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.